Manufacturer narrative:
H6: investigation summary eleven samples in sealed packages were provided to our quality team for investigation. Through visual inspection, it was observed that eight samples had a skewed scale marking. Potential root cause for the skewed defect is associated with the printer process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Batch 2124536 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 2124536. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe have a misprint. The following information was provided by the initial reporter: we have found multiples of this product that have a misprint of the graduation lines and numbers.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe have a misprint. The following information was provided by the initial reporter: we have found multiples of this product that have a misprint of the graduation lines and numbers.